Event description:
Bard denali vena cava filter had broken off and was seen on MRI to be retained in wall of vena cava. Model dl900f, lot # gfyj3919, 55 cm. Attempt to retrieve (B)(6) 2016, but only one strut could be removed. Initially implanted (B)(6) 2015.